Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 31 january 2017. The representative reported that a system error appeared on the imaging system when starting up the system. The representative reported that they reinstalled the system software on the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unresponsive and would not start up. No additional information was provided. There was no patient present when this issue was identified.